Manufacturer narrative:
The unit was received with the following physical damage: bleeding lcd glass, minor scratched lcd window, cracked casing near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that her son's insulin pump screen developed a permanent marking under the screen which made the display difficult to read. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the mother did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.